Event description:
Device was returned for an unknown reason. During service, technician found the security locking system was defective, safety pin was missing and device overheated. This is report 1 of 1 for # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the locking components were damaged, safety pin missing and the device overheated. The device was repaired and returned to customer on (B)(4) 2013.